Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Pd therapy was withdrawn and the patient was switched to hemodialysis. The patient was discharged from the hospital one week later. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd893560 and gd893743. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).